Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose would become low during the past few days due to the insulin pump's recommendation to bolus. The customer's blood glucose was 120 mg/dl despite a sensor glucose of 100 mg/dl. Troubleshooting was not completed for the possible over-delivery. The insulin pump will be returned for analysis.